Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised due to pain. Update 11/09/2016 litigation received alleging patient suffers from pain and weakness. There is no new information that would change the existing MDR decision. Complaint was updated 11/26/2016. Update 2/15/2017 pfs and medical records received. Pfs alleges increased metal ion levels and difficulty walking and sitting. After review of the medical records for MDR reportability, the revision operative note indicated pain, metal hypersensitivity, and trunnionosis. No labs were provided for the alleged high metal ion levels. A 1000 ml blood loss was noted during the primary operation, but the loss was noted to be a result of extraction of the femoral head. The femoral stem is being added to the complaint. The complaint was updated on:3/8/2017.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
UDI: (B)(4).

Manufacturer narrative:
Product complaint : (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.